Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line had become disconnected from the transfer set and leaked solution onto the patient. This event occurred during the initial drain. The patient advised they had reconnected to finish therapy, and the technical service representative assisted them in disconnecting and ending therapy. The patient stated they believed they had tightened the line completely. There was no damage to the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the patient line had become disconnected from the transfer set, which is a known cause of the reported leak. The cause of the disconnection could not be determined from the information available. Should additional relevant information become available, a supplemental report will be submitted.